Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.